Manufacturer narrative:
Concomitant medical products: blue swabcap; therapy date: (B)(6) 2016. Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s complaint of a leak was confirmed. Pressure testing revealed a leak from one of the ports. Inspection showed damage on the female luer. No leaks were found from the other three ports. The cause of the leak was damage on the female luer. The root cause of the damage could not be determined.

Event description:
The customer reported that the patient was agitated and not responding to a fentanyl bolus so a precedex bolus was given. Leaking was then noted between the quad-fuse set and a non-bd valve. The tubing was changed and there was no lasting harm for the patient.